Manufacturer narrative:
Initial.

Event description:
It was reported that a user on first week of ilet pump therapy experienced a postprandial blood glucose of 213 mg/dl after a routine meal, with no device alerts, and performed a supply change earlier the same day; troubleshooting included reviewing insulin on board, disconnecting to check for drops, and advising to monitor for correction response. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no identifiable device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.